Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received with a transport cart and the headset assembly. There were two bolts and nuts instead of rivets connecting the pistons to the hand release lever. A functional evaluation did not reveal any problems. The struts compressed, moved and maintained pressure as designed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that the shoulder positioner pistons were frozen. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.